Event description:
The customer reported to olympus that there were air/water flow issues with the air/water flow system. The procedure was diagnostic (colonoscopy), there was a 10-minute delay and there were no additional medications administered to the patient. The procedure was completed with the same set of equipment. There was no report of patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to be clogged with foreign material (that resembled plastic fibers and a piece of glass; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. No faults were found in the initial leakage and electrical safety tests performed. In addition to foreign material found clogging the nozzle, evaluation findings are as follows: the image guide protector was chipped, the plastic distal end cover was dented, the light guide lens was chipped, the suction cylinder and air/water cylinder both had discoloration, the grip and scope cover were scratched, and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined but looked like a plastic fiber or a piece of glass. The event can be detected/prevented by following the instructions for use which state: ¿reprocessing manual_ cleaning, disinfection and sterilization procedures precleaning:if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel_ caution:to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution. Remove detergent solution from all channels¿. Olympus will continue to monitor field performance for this device.